Event description:
No patient harm incorrect packaging of 18x18 lap sponges missing the scan wrap for documentation. Spongers were open onto the sterile field appropriately, when noticed the scan wrap was noticed, I showed them to the team and put them outside of the operating room for documentation of this safety event. 5 sponges effected: 1. Stvk9n 2. Stvq8q 3. Stv1cp 4. Suo1hs 5. Stvktf lot number not available as the wrapper was not present.